Event description:
It was reported that the right ventricular (rv) lead was explanted due to infection and vegetation noted near lead tip. The infection was not related to the rv lead. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.